Event description:
The customer observed false reactive chagas results while using the prism chagas assay. The customer provided the following results ((B)(6) 2012): initial 3.54 s/co, retest 3.74 s/co, 3.32 s/co. The specimen was tested with the ripa method at another laboratory on (B)(6) 2012, it generated a negative result. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A specificity testing protocol was executed using lot 12503m500 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the prism chagas reagent list number (B)(4), lot 12503m500, was not identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Evaluation is in process.